Manufacturer narrative:
UDI #: (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an explant of a monofocal intraocular lens, model zcb00, from the left eye of a female patient was performed. The patient complained of poor near vision first, then she said her overall vision was poor. It was noted that her best corrected distance visual acuity (bcdva) was good. The patient had to wear glasses, had a little glare and a lot of starbursts. The replacement lens is a tecnis multifocal zmb00 model. The patient remains unhappy with a complaint of "eyes not working together". In follow up with the doctor, it was reported that there were no complications with these procedures. The patient wanted a multifocal iol and I removed the monofocal iol. She is doing very well. The explanted lens will not be returned to the manufacturer. No further information was provided.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned to the manufacturing facility for investigation. A product investigation could not be performed; and therefore, the customer's reported event could not be confirmed. Manufacturing record review: a review of the manufacturing records was performed. The manufacturing process record was evaluated. No non conformance reports were identified in the review that were associated with the customer's reported event. There were no discrepancies found during the review. The documentation shows that the production order was manufactured according to specifications. There were no associated deviation or non-conformity reports found in the manufacturing record review related to this complaint. The units were released according to specification in compliance with the product intended use as required. The lens diopter result shows that lens serial number was a 18.0 diopter lens. Labeling review the directions for use (dfu) was reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the intraocular lenses. Based on the manufacturing record review , historical review and non-conformance/CAPA review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.